Event description:
Interstim device implanted to control urinary incontinence. Device has never worked despite numerous attempts to adjust it by the MFR's rep and urologist. Dates of use: six days in 2008. Diagnosis or reason for use: urge incontinence.